Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a missing pacing event was noted on the electrocardiogram of the implantable pulse generator (ipg). The sensitivity was adjusted and the ipg remains in use. No patient complications have been reported as a result of this event.